Event description:
Per the end user while boiling the mouthpiece, most of the water boiled away. End user states he turned his back to get a something to move the pan and the unit caught fire and he saw flames, smothered it with a wet towel.

Manufacturer narrative:
(B)(4). No serious injury alleged. Malfunction alleged. Per the end user while boiling the mouthpiece, most of the water boiled away. End user states he turned his back to get a something to move the pan and the unit caught fire and he saw flames, smothered it with a wet towel. No injury or property damage was reported. Filing do to keywords: fire and flames.